Event description:
It was reported that the pace-sense portion of the right ventricular lead triggered the lead integrity alert due to high impedance. The pace-sense portion of the lead was capped and replaced while the shocking portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.